Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Ac adapter received in new and unused condition with no damage to the power block or the cord. Functional testing performed. Customer's problem was confirmed. Connected the ac adapter to the solis pump with no indication of power event when the power block is rotated/twisted in the outlet. After swapping the duck head adapter known good test duck head adapter, the ac adapter powered and charged the solis pump properly. The root cause was that the duck head adapter was not making electrical connection with the duck head bill plugs. This is a known duck bill plug connection issue. No repairs will be performed. Item is a pfg and will be scrapped. The service history review was not applicable as the item is a supplied item.

Event description:
It was reported that the affected ac adaptor did not charge with the cadd solis pump. The ac adaptor was broken. The operator of the device was a health professional. Event occurred at the hospital. There was no patient involvement, and no harm/adverse event reported.